Event description:
It was reported that a catheter issue occurred. The patient presented for a bifurcation percutaneous coronary intervention (pci) procedure. The target lesion was located in a calcified left anterior descending coronary artery (lad). A non-boston scientific (non-bsc) guidewire was placed and an opticross hd vascular imaging catheter was advanced over a samurai guidewire for ultrasound examination of the target lesion. During pullback, the image disappeared. The pullback stopped after approximately 4cm. The physician attempted to bring the catheter back into starting position, but it did not work, and the opticross catheter was stuck with the guidewire. It was noted that the catheter looked like a corkscrew. Everything was removed together, and the procedure was successfully completed with other devices. There was no patient complications reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the opticross hd vascular imaging catheter was returned for analysis. Visual, microscopic and impedance test was performed on the device. The sheath and imaging window were kinked, but no detachments were observed, the union of the sheath between the telescope and imaging window were in good condition. The investigation confirmed additional findings. The imaging window and drive cable were twisted and entangled with two guidewires. The impedance test showed an electrical open proximal waveform between 140-150 cm from the distal housing. No other device issues were identified during returned product analysis.

Event description:
It was reported that a catheter issue occurred. The patient presented for a bifurcation percutaneous coronary intervention (pci) procedure. The target lesion was located in a calcified left anterior descending coronary artery (lad). A non-boston scientific (non-bsc) guidewire was placed and an opticross hd vascular imaging catheter was advanced over a samurai guidewire for ultrasound examination of the target lesion. During pullback, the image disappeared. The pullback stopped after approximately 4cm. The physician attempted to bring the catheter back into starting position, but it did not work, and the opticross catheter was stuck with the guidewire. It was noted that the catheter looked like a corkscrew. Everything was removed together, and the procedure was successfully completed with other devices. There was no patient complications reported.